Event description:
A pt who was treated on 12/23/96 in the glabella. On 12/27/96 necrotic tissue was noted at the treatment site; medication was prescribed. The physician excised the necrotic area (date unk).